Manufacturer narrative:
Other: sharp edge.

Event description:
The service technician reported that while working on the bed, it was found that the siderail had a crack with a sharp edge on it. No patient involvement or adverse consequences are reported.